Event description:
It was reported that during an unk procedure, the instrument did not seal the vessels well when going thru the lesser omentum of the stomach. The splenic veins also bled as the instrument did not coagulate the vessels properly. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.